Event description:
It was reported that during routine follow-up, the pulse generator was found to be operating in backup mode. The device was approaching normal battery depletion and the physician opted to explant and replace the device on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.